Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician was unable to connect the atrial lead. The physician noted they were unable to put the pin of the atrial lead into the header and reach the final position. A connector block issue was suspected. The implantable cardioverter defibrillator (ICD) was removed and replaced. No patient complications have been reported as a result of this event.